Event description:
The customer reported a cine disk problem. A loss of subtraction, road-mapping, or other critical vascular cine functions may result in damaged vasculature, or termination/rescheduling of an interventional procedure. There was not pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The cine drive and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.